Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that needles do not retract. This event representative of sample device testing. On (B)(6) 2026 we had one needle fail to retract after use and a second, drawn at random, but from the same lot#, fail to smoothly retract too. Additional information 4/29/2026: we had a needle not retract after use. We then randomly sampled another needle from the same lot and that needle failed to retract smoothly. It retracted but hung up and had to be manipulated more than normal. Given the failure and the random sample not functioning smoothly and due to recent needle stick in the department, we chose to remove this lot from floor stock and back stock to prevent injury. Previously needle stick was not related to this needle issue, but by not retracting properly it could lend itself to a repeat of the recent incident.